Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w version 4.11e. Unit passed displacement test. Unit received with scratched case, cracked keypad overlay, pillowing keypad overlay, missing belt clip plate weld, cracked case corner of the belt clip rails near the battery compartment and cracked retainer. The p-cap does lock properly.